Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a broken outer jacket on the battery cable, exposing the internal wires. There is no apparent clinical cause for the reported event. The most likely root cause of the reported event can be attributed to mishandling of the battery cable. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced damaged cable for a battery: 'patient came in showed battery with visible wires of cable. Black cover completely damaged¿. There was no reported consequences or impact to the patient.